Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was 850 mg/dl at time of incident. The customer was treated with insulin drip. The insulin pump had damage. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The auto mode feature was not active as the customer did not wear a continuous glucose monitoring system.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. Unit uploaded properly using carelink. Unit had cracked case at the corner of the belt clip rail, cracked battery tube threads, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).